Event description:
Reportedly, the pt had an extremely angled bifurcation, it was hard to get up and over. The thumbwheel was difficult to turn. The handle cracked open; dislodged/separated on one side but did not break in half. On angio no deployment seen dr had to pull entire system out, stent slightly deployed.

Manufacturer narrative:
Device not returned.